Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. High capture thresholds were also observed. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.